Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6)2010. Following the procedure, the pt experienced pain and pink watery discharge. The pt was swabbed and given amoxicillin for possible infection. The pt is taking diclofenac and co-codamol for severe period like cramping pain. The pt experienced slow urine stream with stops and starts. On (B)(6) 2010, the blood stained discharge was receding; however, the pt had discharge and urine frequency.